Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 90 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.